Event description:
A low blood glucose event was reported by the customer, with the lowest level recorded at 2.8 mmol/l. The cause was unknown. The customer consumed carbohydrates to treat the low blood glucose level. No additional information was provided.